Event description:
It was reported that during pre-use, the cardiosave intra-aortic balloon pump (iabp) has touch screen issues. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1- event site email address, g3, h2, h3, h4, h6- (type of investigation, investigation findings, investigation conclusion, componenet code), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. Fse cleared and cleaned touch screen also applied a touch screen calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.